Event description:
Indication - chronic obstructive pulmonary disease, unspecified pt called in stating nebulizer pump is not working. Ibcf pt stating that he had just received his vios del system and it work well enough for the first couple of weeks, but he said that the mouthpiece and the cup that medication goes in is defective. Unknown if pt missed a dose; no adverse event reported; unknown if available for return; unknown if md aware. No further information provided. Reported to (B)(6) by pt/caregiver.